Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("metal pieces left behind / surgery to gel all the pieces out") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metal pieces left behind/ a piece vstayed inside the uterus on my rt side"), peripheral swelling ("swelling in my legs") and pelvic pain ("severe pains"). The patient was treated with surgery (hysterectomy) and surgery. Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown and the peripheral swelling and pelvic pain had resolved. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. The reporter considered pelvic pain and peripheral swelling to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 19-nov-2018: all documents and reference number were transferred from deleted case no. 2018-110888 incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('metal pieces left behind / surgery to gel all the pieces out / fibers inside of me because 1 coil broke.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metal pieces left behind/ a piece stayed inside the uterus on my rt side"), peripheral swelling ("swelling in my legs"), pelvic pain ("severe pains"), anxiety ("I did after going to my doctor who would tell me anxiety is making me sick") and malaise ("sick"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, device breakage, complication of device removal, anxiety and malaise outcome was unknown and the peripheral swelling and pelvic pain had resolved. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. The reporter considered anxiety, malaise, pelvic pain and peripheral swelling to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one were reported from social media report : I did after going to my doctor who would tell me anxiety is making me sick, sick. Most recent follow-up information incorporated above includes: on 5-nov-2019: social media received: new events added: I did after going to my doctor who would tell me anxiety is making me sick, sick. Reporter information were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("metal pieces left behind / surgery to gel all the pieces out") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metal pieces left behind/ a piece vstayed inside the uterus on my rt side"), peripheral swelling ("swelling in my legs") and pelvic pain ("severe pains"). The patient was treated with surgery (hysterectomy) and surgery. Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown and the peripheral swelling and pelvic pain had resolved. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. The reporter considered pelvic pain and peripheral swelling to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(6). Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case was received - reporter and patient demographic added. The following events were provided: swelling of legs and pelvic pain female. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('metal pieces left behind / surgery to gel all the pieces out / fibers inside of me because 1 coil broke./piece in a uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metal pieces left behind/ a piece stayed inside the uterus on my rt side"), peripheral swelling ("swelling in my legs"), pelvic pain ("severe pains"), anxiety ("I did after going to my doctor who would tell me anxiety is making me sick"), malaise ("sick") and autoimmune disorder ("auto immune issues"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, device breakage, complication of device removal, anxiety, malaise and autoimmune disorder outcome was unknown and the peripheral swelling and pelvic pain had resolved. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. The reporter considered anxiety, autoimmune disorder, malaise, pelvic pain and peripheral swelling to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one were reported from social media report: I did after going to my doctor who would tell me anxiety is making me sick, sick. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received events auto immune disease and reporter was added. On 23-mar-2020: live fu process- social media received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('metal pieces left behind / surgery to gel all the pieces out / fibers inside of me because 1 coil broke./piece in a uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metal pieces left behind/ a piece stayed inside the uterus on my rt side"), peripheral swelling ("swelling in my legs"), pelvic pain ("severe pains"), anxiety ("I did after going to my doctor who would tell me anxiety is making me sick"), malaise ("sick") and autoimmune disorder ("auto immune issues"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, device breakage, complication of device removal, anxiety, malaise and autoimmune disorder outcome was unknown and the peripheral swelling and pelvic pain had resolved. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. The reporter considered anxiety, autoimmune disorder, malaise, pelvic pain and peripheral swelling to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one were reported from social media report : I did after going to my doctor who would tell me anxiety is making me sick, sick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("metal pieces left behind / surgery to gel all the pieces out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). She also experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("metal pieces left behind"). The patient was treated with surgeries and essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.